Manufacturer narrative:
Philips service replaced the pdu fantray, dcps, and ny-fpt fuse f1 (10a), restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced boot failure due to burnt power module for frontal detector on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.